Event description:
It was reported that there was low impedance and rising threshold on the right ventricular (rv) lead. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.